Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was implanted with an scs system on (B)(6) 2016. Following the procedure, the patient was admitted to the hospital due to a blood clot in the urethra. The patient was released from the hospital the following day. Follow-up revealed the patient's issue resolved over time.